Event description:
The pump was returned for investigation. Investigation revealed that a component from the printed circuit board (pcb) was found to be misaligned and the force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that a component from the printed circuit board (pcb) was found to be misaligned and the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.